Event description:
It was reported to medtronic neurosurgery that a valve revision occurred. According to the report, the valve was allegedly unable to maintain the levels that were programmed.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.